Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 found on the home choice (hc) device during drain 2 of 5 cycle. The baxter technical representative (tsr) assisted the hp to cycle power twice to get se 2367 and end therapy and go to "press go to start" prompt . The tsr advised the hp to start over with new supplies or perform continuous ambulatory peritoneal dialysis (capd) to complete therapy and inform the registered nurse (rn) . There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). A 510k number updated. This complaint for a system error 2240 (air in set) was confirmed because the patient reported disconnecting during therapy. The cause was determined to be use error. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.